Manufacturer narrative:
Reported event was confirmed by review of photographs provided. Photos confirm the length of the implant and also show the additional bone that was required to be resected. X-rays were received; however, they were not reviewed as this is a confirmed design issue. This is not an issue with position, placement, etc. Of the implant or patient's anatomy. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause determined to be related to an incorrect design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the custom intercalary femur segment was found to be longer than expected by three to four centimeters. Bone resection was done to allow the segment fit, which caused a delay to surgery. Attempts have been made and no further information has been provided.